Event description:
This lead and device were removed for inappropriate shock therapy delivery per the biotronik representative. The noted above was exchanged with a lumax 300 hf-t. Also removed was kronos lv-t, MDR 1028232-2007-0273.